Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), air ingression was observed during dilator insertion. Troubleshooting was performed and was unsuccessful. The tsgc was replaced with another device to complete the procedure. During the procedure, 2 triclips were successfully implanted. While deploying third triclip, difficulty was encountered during grasping the leaflets. After multiple grasping attempts, a small chordae was observed floating in right atrium. The tr remained unchanged post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to grasp leaflets, unable to capture leaflets, and tissue injury were unable to be determined. The reported unchanged tr was a cascading effect of the reported tissue injury. The reported patient effects of tissue injury and tricuspid regurgitation, as listed in the triclip g5 system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.